Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information noted that at a device interrogation on (B)(6) 2018 normal device function was observed. The patient was symptomatic due to progression of illness and not related to the device. Programming changes were made to compensate the patient's progressing condition.

Manufacturer narrative:
Ppg admin: all information pertaining to this event has been reviewed, all applicable regulatory decisions have been made, and all required regulatory reports have been submitted.

Event description:
It was reported that pulse generator was not working. No additional information was reported.